Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that all tank tubing was expanded and required replacement. Device coming in for the 2000 hour preventive maintenance service. Per additional information received via wo update on 22nov2022, the device was received 16nov2022 and per evaluation results all tank tubing was expanded and requires replacement. All tank seals were degraded and require replacement.

Manufacturer narrative:
Upon further review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that all tank tubing was expanded and required replacement. Device coming in for the 2000 hour preventive maintenance service. Per additional information received via wo update on 22nov2022, the device was received 16nov2022 and per evaluation results all tank tubing was expanded and requires replacement. All tank seals were degraded and require replacement.